Event description:
It was reported that the bd syringe 5ml ll bns had leakage. The following information was provided by the initial reporter: material # 304656 batch # 4193536 it was reported by the customer that experienced leaking after the meds were put in. There is a small defect on the tip of the syringe that looks like it melted. Verbatim: rcc received a complaint via email. Email(s) attached. Received a product quality complaint related to product(s) manufactured at your facility. Based on the complaint information provided within this email notification, please review the below quality records and any applicable retain samples, to support the ongoing investigation. Please complete the below checklist and provide investigation details within 15 days. If additional time is needed to perform the investigation, please provide justification for extension and estimated completion date. Complaint number(s): (B)(4) product sku: 153245 (dnqsyringe 5ml ll bns) vendor part no 304656 product lot number: 4193536 complaint details: ¿date of event (B)(6) 2025. According to the facility on (B)(6) 2025 the 5 ml syringe "experienced leaking after the meds were put in". Per the facility "there is a small defect on the tip of the syringe that looks like it melted". Per the facility "the leaking occurred after it was filled with meds and trying to inject". Per the facility there was no patient involvement, and no injury reported.¿ account had 5 different incidents involving the 5ml syringes therefore five complaints were created. Sample is available & picture available please advised next steps.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR (B)(4).

Event description:
No additional information was provided.